Manufacturer narrative:
Motor error alarm during basic occlusion test due to loose/flush drive support disk. Motor passed motor test. Insulin pump was received with minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery after an infusion set change. The customer did not use the insulin pump because she was programming and in training when the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.